Event description:
The facility reported a corneal burn occurred during a procedure. Add'l info was requested, but the surgeon has declined to complete the questionnaire.

Manufacturer narrative:
The customer did not request service, and no product has been returned for investigation. The company rep worked with the customer to revise settings, review technique, and facility handpiece cleaning procedures. Provided customer with add'l info on possible causes of thermal injuries.